Event description:
It was reported that the user presented to the emergency department after the ilet automated bolus calculator delivered approximately 9.4 units of insulin for a dinner announcement, which was higher than the user¿s typical 3¿4 units, leading the user to remove the pump and self-treat with carbohydrates. Symptoms included anxiety without hypoglycemia, and emergency department records confirmed no blood glucose values below 70 mg/dl and no administration of glucagon or other treatment. Outcomes included medical evaluation in the emergency department with observation and subsequent resumption of ilet use. Investigation included review of emergency department records, review of pump report data, consultation with the manufacturer, and communication with the study site principal investigator. Investigation of this case revealed that the bolus was delivered by the automated system as designed and that prior multiple entries of ¿less¿ for dinner size likely influenced the bolus calculation, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user input and algorithm behavior contributed to the event, and the device functioned as intended.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.